Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd discardit¿ ii syringe w/o needle leaked as ¿anesthetist¿s report leakage at level of the barrel.¿ there was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: an investigation was completed with no pictures or affected samples available for examination. Without a picture or samples available we are unable to determine an accurate root cause and cannot verify the reported issue. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: no samples available for evaluation. We could not confirm the reported issue. Root cause analysis: we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.